Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date manufacturer became aware of the event. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not taking a charge. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.